Event description:
Family member of home patient (hp) reports calling baxter's technical service center for assistance in ending hp's therapy during fill 5/6, as hp was experiencing "pain in stomach". Family member reports hp had experienced this discomfort prior to therapy, but that it had subsided. Family member reports hp went to emergency room that evening and was diagnosed with peritonitis. Rn reports hp had a white blood cell count "greater than 100" and that the culture of patient's effluent revealed no growth. Rn reports hp was subsequently treated with vancomycin and gentamicin, dosages unknown. Family member of hp reports hp has responded to treatment.